Manufacturer narrative:
The femoral component and it's packaging was returned and from the evaluation of the returned part determined that, the hair was inside the inner cavity. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no were trends identified. The detection root cause for this issue is human error. The operators did not notice the hair in the foam as part of their inspection, however, the when, where and how the hair became embedded in the foam is uncertain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an implant was opened for use in surgery and a hair was found inside the sterile packaging. There were no complications or delays reported. Surgery was completed using another product. Attempts have been made and additional information on the reported event is unavailable at this time.